Manufacturer narrative:
Event date is on an unreported date in 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause of the event was reported as due to a bacterial infection. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified drug infusion (route, dose, frequency and duration not reported) and vancomycin (dose, route, frequency and duration not reported) for the event. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.